Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to discomfort. During the surgery it was noted that the locking bar had backed out. The polyethylene bearing and locking bar were removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The incident will be reported in MFR 0001825034-2017-10130-2.

Manufacturer narrative:
(B)(4). Medical product: biomet tibial locking bar, catalog #: 141205 lot #: 450670. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10129, 0001825034-2017-10130.

Event description:
It was reported that the patient underwent a revision surgery due to discomfort. Attempts have been made and no further information has been provided.